Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with diabetic ketoacidosis. Reportedly, customer was "unconscious" and "on [a] ventilator". A blood glucose level was not provided. Cause was not clear. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer was treated with intravenous fluids of saline and insulin and was discharged 6 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.